Event description:
It was reported that high impedance was found on the patient's vns. It was stated that the patient had a surgery in the past due to a heart attack, but this was not suspected to have damaged the lead. The patient also reported to be having headaches and felt that a difference is the vns therapy being delivered. Follow up with the patient's physician found that the headaches occurred with stimulation and that the patient was also felt stimulation in the jaw. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient underwent surgery to address the high impedance. During the surgery, the lead pin was inspected and nothing unusual was noted. The lead pin was removed and reinserted into the generator. Two subsequent system diagnostics resulted in high impedance. No additional relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.